Manufacturer narrative:
The physical properties of the retained sample was tested. Met the spec requirements.

Event description:
Sterile gloves are falling apart/breaking at the fingertips during sterile procedure.